Event description:
It was reported that an arteriotomy closure was attempted in an unspecified vessel using the proglide device after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the poglide device. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no abnormal observation found. Both ends of the foot were also examined and there were no needle strike marks detected. The plunger, cuffs, link, needle tip and monofilament were not returned with the device which may have assisted in the investigation of the reported unspecified device experience. Based on the device evaluation, no manufacturing deficiency was detected and a cause for the reported unspecified device issue could not be determined. Review of the device history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint handling database was not performed as a specific failure mode was not provided. Based on the investigation, no product deficiency was identified.